Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the tube became defective. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective x-ray tube. During the inspection several problems of the x-ray tube were found (e.g. Focus; not hv-proof), but the most important error was the blockage of the bearing, which hindered the rotation of the anode. This type of defect (standing anode) led to the unavailability of x-ray. The affected x-ray tube was exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as a wearing part failed and no systematic error has been recognized.